Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
An occlusion of the proximal rfa was discovered post deployment of an angio-seal device deployed in conjunction with a non-sjm closure device. It could not be confirmed if the angio-seal or the non-sjm closure device was the cause of the vessel occlusion. Pta of the rfa was performed to restore flow.